Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® z blood collection tubes, the serum will not separate, blood settles along the wall, and blood is coagulated. This occurred with an unspecified number of tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 17-nov-2025. Investigation summary: bd received five photos and three samples for investigation. The evaluation of these photos indicated issues such as poor gel barrier separation, fibrin, and red cell hang-up. The returned samples were visually inspected, and all samples met specifications. Additionally, 100 retained samples from bd inventory were visually inspected, and no defects were found. Complaints for sample quality are under statistical control for the month of october 2025. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: poor barrier separation, fibrin, red cell hang up. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported while using bd vacutainer® z blood collection tubes, the serum will not separate, blood settles along the wall, and blood is coagulated. This occurred with an unspecified number of tubes. No adverse impact was reported regarding the patient or user.